Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the business partner (B)(6) indicated that the patient's medical history included a driving accident that occurred in 1992 which left the patient a complete quadriplegic (c5-c-6). The indication for use was spasticity due to spinal cord injury. It was reported that the patient's return of spasticity was first noticed in (B)(6)2018. The patient's return of spasticity was treated with oral baclofen (10 mg four times a day) and was noted that it may be increased to 120 mg if needed. The patients weight at the time of the event was reported. No further complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2008, product type: catheter . Product ID: 8731sc, serial#: (B)(4), implanted: (B)(6) 2016, product type: catheter. Other relevant device(s) are: product ID: 8731sc, serial/lot #: (B)(4), ubd: 11-apr-2010; product ID: 8731sc, serial/lot #: (B)(4), ubd: 16-jul-2017. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 330 mcg/day) via an implantable infusion pump. It was reported that the patient was scheduled for a dye study on (B)(6) 2018 due to unexplained loss of therapy and a return of spasticity. A catheter dye study was initiated and aborted due to an inability to aspirate the catheter. Contrast free fluoroscopy imaging was performed of the entire length of the catheter and revealed no kinks or visual obstructions. The patients pump was interrogated and revealed no error codes or motor stalls. The patient did not provide a specific date when the loss of therapy began but did report that they had been taking oral baclofen for the last couple of weeks. It was unknown if any environmental/external/patient factors that may have led or contributed to the issue. The issue was reported as unresolved at the time of this report. The patient was reported as alive with no injury. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and it was reported that the cause of the inability to aspirate the catheter was not determined. Per the reporter the fluoroscopy was used to determine if there were a visual apparent issues with the catheter, however, fluoroscopy revealed nothing out of the ordinary. There were no actions or interventions taken to resolve the inability to aspirate the catheter and the inability to aspirate the catheter was not resolved.